Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare professional (hcp) on a patient with an implanted infusion pump device, receiving baclofen with a concentration 800 mcg/ml and a dose 400mg/day. It was reported that patient presented to ER with symptoms of baclofen withdrawal such as itching, rigidity of bilateral legs, and anxiety. It was mentioned that the pump was refilled on (B)(6) 2021 by the hcp and the patient stated feeling poorly on (B)(6) 2021 in the evening with itching. The patient reported to ER today and noted to have rigidity, itching, and anxiety. The patient was given bolus dose of baclofen x 3. 1st: 40 mcg 2nd: 40 mcg (5 hours later) 3rd: 50 mcg (45minutes after 2nd dose). The patient had no response to the boluses. The patient was sent to the or for catheter dye study. It was noted they were unable to access cap. They opened the pump pocket which revealed a flipped pump and twisted catheter. They were unable to aspirate from cap until twist was removed. After straightening the catheter, the physician was able to aspirate 2 ml of drug and csf. It was mentioned that the pump reservoir expected volume was 38.1 ml and 40 ml were aspirated. The hcp elected not to do roller study. A catheter revision and pump pocket revision occurred where all they sutured all 4 anchor points. The distal end of the catheter was trimmed including all portions of catheter that had been twisted and kinked. The pump segment of the catheter was replaced with 8784 catheter kit. After attaching the new 8784 with the new collet, they aspirated 2 ml from cap without issues. It was mentioned that it appears there were no anchors placed in the pump pocket. The patients pump pocket was in theabdomen and patient may have unintentionally flipped pump. The pump may have flipped during normal adls, but that had not been determined. X-ray showed pump in different position from implant. Four sutured points for anchoring pump were made in the pump pocket and it was anchored into place. A tyrx pouch was placed. A catheter dye study was completed with the new catheter attached to pump. The catheter dye study showed dye in the intrathecal space. No leaks or tears were noted. The issue was resolved at the time of report. It was mentioned that patient had a medical history of spinal cord injury, peripheral neuropathy, and paraplegia. Known medications included tinazadine. The patient's status was alive - no injury.